Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely at an unknown date via merlin.net. Patient exhibited an intermittent asystole and dizziness. Upon further investigation it was found that the patient was experiencing pacing inhibition due to noise oversensing on the right ventricular lead. On (B)(6) 2020, physician capped and replaced the lead. Patient condition post-procedure was stable.

Event description:
New information received on 07 apr 2020 indicating that the patient also experienced syncope.